Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an "hwbbt" error was displayed on the receiver. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional tests were performed and passed all relevant tests. Screen device information was downloaded and passed. Screen trend graph was downloaded and passed. Receiver usb charging and download manual test was performed and passed. A wiggle test was performed and passed. Multiple dexcom usb charging and download cables were used to test the receiver unit and it passed. An overnight charging and discharge test was performed and passed. The receiver data log was downloaded for review and hardware errors were observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.